Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer 5-2 on the main cabinet had failing cubie pockets, displaying the error message 'read/write error.' A field service engineer reseated the row board cable, ribbon cable, and retractor band to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, a cubie and drawer had failed. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. Medication was available in additional devices and in-patient pharmacy. However, there were no adverse events or injuries reported due to this event.